Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') in a 25-year-old female patient who had essure (batch no. 626155,623615) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gestational diabetes. Previously administered products included for an unreported indication: glyburide. Concurrent conditions included nausea, fever, back pain, cervicalgia, pharyngitis, dysuria, palpitations, exertional dyspnea, vomiting, flank pain, acute pyelonephritis, dysplasia, back injury, muscle spasms and adnexa uteri cyst. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding(menorrhagia)"), depression ("psychological or psychiatric problems condition: depression / psych injury related to essure") and anxiety ("psychological or psychiatric problems condition: mental anguish / anxiety"). On an unknown date, the patient experienced genital haemorrhage ("gen. Abnorm. Bleed"), abdominal pain ("abdominal pain"), bladder disorder ("bladder/urinary problems"), urinary tract disorder ("bladder/urinary problems:"), urinary tract infection ("urinary tract infection") and hypersensitivity ("allergic reaction"). The patient was treated with nsaids, paracetamol (acetaminophen) and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain and hypersensitivity had resolved and the genital haemorrhage, vaginal haemorrhage, menorrhagia, depression, anxiety, abdominal pain, bladder disorder, urinary tract disorder and urinary tract infection was resolving. The reporter considered abdominal pain, anxiety, bladder disorder, depression, genital haemorrhage, hypersensitivity, menorrhagia, pelvic pain, urinary tract disorder, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: discrepant information received regarding essure confirmation test, in earlier summons hsg reported and as per current pfs plaintiff didn't undergo essure confirmation test. In left side, four trailing coils were noted in uterine noted and in right side two trailing coils were noted in uterine cavity. Received treatment for pain and allergy. Discrepancy noted: date(s) of insertion: (B)(6) 2010. Discrepancy noted: date(s) of removal: (B)(6) 2013 . Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2013: suspected collapsing left adnexal cyst/follicle with a small amount of free fluid within the pelvis. Hysterosalpingogram - on an unknown date: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-jul-2020: pfs received-fu 10 and 11 proceeded together. Event outcome of gen. Abnorm. Bleed, abnormal bleeding (vaginal, menorrhagia), psychological or psychiatric problems condition: depression / psych injury related to essure, psychological or psychiatric problems condition: mental anguish / anxiety, abdominal pain, bladder/urinary problems, urinary tract infection were updated. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') in a 25-year-old female patient who had essure (batch no. 626155) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gestational diabetes. Previously administered products included for an unreported indication: glyburide. Concurrent conditions included nausea, fever, back pain, cervicalgia, pharyngitis, dysuria, palpitations, exertional dyspnea, vomiting, flank pain, acute pyelonephritis, dysplasia, back injury, muscle spasms and adnexa uteri cyst. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding(menorrhagia)"), depression ("psychological or psychiatric problems condition: depression / psych injury related to essure") and anxiety ("psychological or psychiatric problems condition: mental anguish / anxiety"). On an unknown date, the patient experienced genital haemorrhage ("gen. Abnorm. Bleed"), abdominal pain ("abdominal pain"), bladder disorder ("bladder/urinary problems") and urinary tract disorder ("bladder/urinary problems:"). The patient was treated with nsaids, paracetamol (acetaminophen) and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, depression, anxiety, abdominal pain, bladder disorder and urinary tract disorder outcome was unknown. The reporter considered abdominal pain, anxiety, bladder disorder, depression, genital haemorrhage, menorrhagia, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: discrepant information received regarding essure confirmation test, in earlier summons hsg reported and as per current pfs plaintiff didn't undergo essure confirmation test. In left side, four trailing coils were noted in uterine noted and in right side two trailing coils were noted in uterine cavity. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2013: suspected collapsing left adnexal cyst/follicle with a small amount of free fluid within the pelvis. Hysterosalpingogram - on an unknown date: essure device was successfully occluded. Concerning the injuries reported in this case, the following one were described in patient¿s medical record- abdominal pain . Quality-safety evaluation of ptc: unable to confirm complaint . Amendment: the report was amended for the following reason: wrong source document added. Event disorder and looking like 6 months pregnant was deleted and all information has been transferred to the correct case (B)(4).removal details from follow up (B)(6) 2020 added. No new follow-up information was received from the reporter. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') in a 25-year-old female patient who had essure (batch no. 626155,623615) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gestational diabetes. Previously administered products included for an unreported indication: glyburide. Concurrent conditions included nausea, fever, back pain, cervicalgia, pharyngitis, dysuria, palpitations, exertional dyspnea, vomiting, flank pain, acute pyelonephritis, dysplasia, back injury, muscle spasms and adnexa uteri cyst. On(B)(6)2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding(menorrhagia)"), depression ("psychological or psychiatric problems condition: depression / psych injury related to essure") and anxiety ("psychological or psychiatric problems condition: mental anguish / anxiety"). On an unknown date, the patient experienced genital haemorrhage ("gen. Abnorm. Bleed"), abdominal pain ("abdominal pain"), bladder disorder ("bladder/urinary problems"), urinary tract disorder ("bladder/urinary problems:"), urinary tract infection ("urinary tract infection") and hypersensitivity ("allergic reaction"). The patient was treated with nsaids, paracetamol (acetaminophen) and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6)2018. At the time of the report, the pelvic pain and hypersensitivity had resolved and the genital haemorrhage, vaginal haemorrhage, menorrhagia, depression, anxiety, abdominal pain, bladder disorder, urinary tract disorder and urinary tract infection outcome was unknown. The reporter considered abdominal pain, anxiety, bladder disorder, depression, genital haemorrhage, hypersensitivity, menorrhagia, pelvic pain, urinary tract disorder, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: discrepant information received regarding essure confirmation test, in earlier summons hsg reported and as per current pfs plaintiff didn't undergo essure confirmation test. In left side, four trailing coils were noted in uterine noted and in right side two trailing coils were noted in uterine cavity. Received treatment for pain and allergy. Discrepancy noted: date(s) of insertion: (B)(6)2010 discrepancy noted: date(s) of removal: (B)(6)2013 diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6)2013: suspected collapsing left adnexal cyst/follicle with a small amount of free fluid within the pelvis. Hysterosalpingogram - on an unknown date: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: pif received: event allergic reaction added, outcome of the event pelvic pain and hypersensitivity updated and rcc added. Lot number added. Process with follow-up 9 on (B)(6) 2020: pif received: processed with follow-up 8. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') in a (B)(6) female patient who had essure (batch no. 626155) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gestational diabetes. Previously administered products included for an unreported indication: glyburide. Concurrent conditions included nausea, fever, back pain, cervicalgia, pharyngitis, dysuria, palpitations, exertional dyspnea, vomiting, flank pain, acute pyelonephritis, dysplasia, back injury, muscle spasms and adnexa uteri cyst. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding(menorrhagia)"), depression ("psychological or psychiatric problems condition: depression / psych injury related to essure") and anxiety ("psychological or psychiatric problems condition: mental anguish / anxiety"). On an unknown date, the patient experienced genital haemorrhage ("gen. Abnorm. Bleed"), abdominal pain ("abdominal pain"), bladder disorder ("bladder/urinary problems"), urinary tract disorder ("bladder/urinary problems:") and urinary tract infection ("urinary tract infection"). The patient was treated with nsaids, paracetamol (acetaminophen) and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, depression, anxiety, abdominal pain, bladder disorder, urinary tract disorder and urinary tract infection outcome was unknown. The reporter considered abdominal pain, anxiety, bladder disorder, depression, genital haemorrhage, menorrhagia, pelvic pain, urinary tract disorder, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: discrepant information received regarding essure confirmation test, in earlier summons hsg reported and as per current pfs plaintiff didn't undergo essure confirmation test. In left side, four trailing coils were noted in uterine noted and in right side two trailing coils were noted in uterine cavity. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2013: suspected collapsing left adnexal cyst/follicle with a small amount of free fluid within the pelvis. Hysterosalpingogram - on an unknown date: essure device was successfully occluded. Concerning the injuries reported in this case, the following one were described in patient¿s medical record- abdominal pain quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: plaintiff fact sheet received. Events added from pfs- urinary tract infection. Reporter information, cluster ID were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') in a 25-year-old female patient who had essure (batch no. 623615-not valid, 626155) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gestational diabetes. Previously administered products included for an unreported indication: glyburide. Concurrent conditions included nausea, fever, back pain, cervicalgia, pharyngitis, dysuria, palpitations, exertional dyspnea, vomiting, flank pain, acute pyelonephritis, dysplasia, back injury, muscle spasms and adnexa uteri cyst. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding(menorrhagia)"), depression ("psychological or psychiatric problems condition: depression / psych injury related to essure") and anxiety ("psychological or psychiatric problems condition: mental anguish / anxiety"). On an unknown date, the patient experienced genital haemorrhage ("gen. Abnorm. Bleed"), abdominal pain ("abdominal pain"), bladder disorder ("bladder/urinary problems"), urinary tract disorder ("bladder/urinary problems:"), urinary tract infection ("urinary tract infection") and hypersensitivity ("allergic reaction"). The patient was treated with nsaids, paracetamol (acetaminophen) and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain and hypersensitivity had resolved and the genital haemorrhage, vaginal haemorrhage, menorrhagia, depression, anxiety, abdominal pain, bladder disorder, urinary tract disorder and urinary tract infection was resolving. The reporter considered abdominal pain, anxiety, bladder disorder, depression, genital haemorrhage, hypersensitivity, menorrhagia, pelvic pain, urinary tract disorder, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: discrepant information received regarding essure confirmation test, in earlier summons hsg reported and as per current pfs plaintiff didn't undergo essure confirmation test. In left side, four trailing coils were noted in uterine noted and in right side two trailing coils were noted in uterine cavity. Received treatment for pain and allergy. Discrepancy noted: date(s) of insertion: (B)(6) 2010. Discrepancy noted: date(s) of removal: (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2013: suspected collapsing left adnexal cyst/follicle with a small amount of free fluid within the pelvis. Hysterosalpingogram - on an unknown date: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-aug-2020: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') in a 25-year-old female patient who had essure (batch no. 626155,623615- not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gestational diabetes. Previously administered products included for an unreported indication: glyburide. Concurrent conditions included nausea, fever, back pain, cervicalgia, pharyngitis, dysuria, palpitations, exertional dyspnea, vomiting, flank pain, acute pyelonephritis, dysplasia, back injury, muscle spasms and adnexa uteri cyst. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding(menorrhagia)"), depression ("psychological or psychiatric problems condition: depression / psych injury related to essure") and anxiety ("psychological or psychiatric problems condition: mental anguish / anxiety"). On an unknown date, the patient experienced genital haemorrhage ("gen. Abnorm. Bleed"), abdominal pain ("abdominal pain"), bladder disorder ("bladder/urinary problems"), urinary tract disorder ("bladder/urinary problems:"), urinary tract infection ("urinary tract infection") and hypersensitivity ("allergic reaction"). The patient was treated with nsaids, paracetamol (acetaminophen) and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain and hypersensitivity had resolved and the genital haemorrhage, vaginal haemorrhage, menorrhagia, depression, anxiety, abdominal pain, bladder disorder, urinary tract disorder and urinary tract infection was resolving. The reporter considered abdominal pain, anxiety, bladder disorder, depression, genital haemorrhage, hypersensitivity, menorrhagia, pelvic pain, urinary tract disorder, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: discrepant information received regarding essure confirmation test, in earlier summons hsg reported and as per current pfs plaintiff didn't undergo essure confirmation test. In left side, four trailing coils were noted in uterine noted and in right side two trailing coils were noted in uterine cavity. Received treatment for pain and allergy. Discrepancy noted: date(s) of insertion: (B)(6) 2010 discrepancy noted: date(s) of removal: (B)(6) 2013 diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2013: suspected collapsing left adnexal cyst/follicle with a small amount of free fluid within the pelvis. Hysterosalpingogram - on an unknown date: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-jul-2020: update of information (batch is not valid). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') in a (B)(6) female patient who had essure (batch no. 626155) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gestational diabetes. Previously administered products included for an unreported indication: glyburide. Concurrent conditions included nausea, fever, back pain, cervicalgia, pharyngitis, dysuria, palpitations, exertional dyspnea, vomiting, flank pain, acute pyelonephritis, dysplasia, back injury, muscle spasms and adnexa uteri cyst. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding(menorrhagia)"), depression ("psychological or psychiatric problems condition: depression / psych injury related to essure") and anxiety ("psychological or psychiatric problems condition: mental anguish /"). On an unknown date, the patient experienced genital haemorrhage ("gen. Abnorm. Bleed"), abdominal pain ("abdominal pain"), bladder disorder ("bladder/urinary problems"), urinary tract disorder ("bladder/urinary problems:"), autoimmune disorder ("autoimmune disorder") and abdominal distension ("looking like 6 months pregnant"). The patient was treated with nsaids, paracetamol (acetaminophen) and surgery (hysterectomy). Essure treatment was not changed. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, depression, anxiety, abdominal pain, bladder disorder, urinary tract disorder, autoimmune disorder and abdominal distension outcome was unknown. The reporter considered abdominal distension, abdominal pain, anxiety, autoimmune disorder, bladder disorder, depression, genital haemorrhage, menorrhagia, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: discrepant information received regarding essure confirmation test, in earlier summons hsg reported and as per current pfs plaintiff didn't undergo essure confirmation test. In left side, four trailing coils were noted in uterine noted and in right side two trailing coils were noted in uterine cavity. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen on (B)(6) 2013: suspected collapsing left adnexal cyst/follicle with a small amount of free fluid within the pelvis. Hysterosalpingogram on an unknown date: essure device was successfully occluded. Concerning the injuries reported in this case, the following one were described in patient¿s medical record: abdominal pain. Concerning the injuries reported in this case, the following one was reported via social media: autoimmune disorder. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-jan-2020: social media received- new event autoimmune disorder and looking like 6 months pregnant was added. Reporter information was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.